Manufacturer narrative:
A2: age at time of event - corrected from 70 to 68 based on the patient age at the time of the reported event. B3: date of event - corrected based on additional information received. B5: describe event or problem - updated with additional narrative received. B7: other relevant history - updated with patient medical history details. D6a: implant date - corrected based on additional information received. H6: patient codes, impact codes - updated based on additional information received.

Event description:
It was reported via the patient call center that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Two days post procedure, the patient reported to the emergency room with chest pain. A physician assistant from the cardiology department evaluated the patient, and the patient was noted with pericarditis. The patient was given intravenous (IV) medication to treat the event, and the patient began to recover. No further patient complications were reported. It was further reported that the patient was implanted with a 27mm watchman flx laa closure device on (B)(6) 2022. The patient was discharged home the next day. An incidental lung nodule was noted on the patient's post op chest xray, but no complications or issues noted overnight. The patient called the office with chest pain one day post procedure and by the time the patient was called back by the office, the patient was in the emergency room. Two days post procedure, the patient was kept overnight, and was discharged home. The patient was started on colchicine and indomethacin for the pericarditis. Four days post procedure, the patient was feeling better, and aspirin was help while the patient was on indomethacin. Five days post procedure, the patient had an office visit and was noted to have been improving. Nineteen (19) days post procedure, the patient was in the emergency room for chest pain and blood work was done with the patient receiving toradol with improvement and sent home. Twenty (20) days post procedure, office visit and echocardiography were performed, which showed a small pericardial effusion, and the patient was not feeling well. Thirty-two (32) days post procedure, 45-day transesophageal echocardiography (tee) was performed, which showed a normal result. The patient then stopped eliquis treatment and was switched to plavix. Forty-seven (47) days post procedure, indomethacin was stopped, and the patient was placed on plavix and aspirin. Forty-eight (48) days post procedure, the patient reported being chest pain free for two days. Seventy-six (76) days post procedure, the patient had another office visit and reported feeling well at that time. The patient was still on plavix and aspirin until 10 august 2022. Three hundred ninety-one (391) days post procedure, the one-year tee was performed, which was normal.

Event description:
It was reported via the patient call center that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Two days post procedure, the patient reported to the emergency room with chest pain. A physician assistant from the cardiology department evaluated the patient, and the patient was noted with pericarditis. The patient was given intravenous (IV) medication to treat the event, and the patient began to recover. No further patient complications were reported.